Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 52.00 mg/dl compared to readings of 186.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Performed smu (source measurement unit) test using milled slot into sensor casing to ensure the sensor's electronics were functioning correctly, however results were not within specification. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. Poise voltage testing was performed, however results were not within specification. A further extended investigation was conducted. Visual inspection was performed using digital microscope, and no issues were observed the sensor data in the initial scan was reviewed and observed that sensor was in state 8 (error termination). Sensor state 7 event log 11 and 9 were observed. These are indication that the sensor had terminated due to an error recognized by the sensor. This is part of a software design and is not an indication of product nonconformance. Functionality test will be performed on the sensor to verify if the sensor is functioning as intended. Sensor has been de-cased again in extended to be further examined and tested using fr4 fixture. To confirm the functionality of the returned sensor. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. The temperature test results revealed that the temperature is within specification, confirming the proper functionality of the puck's thermistor. Poise voltage test was conducted, and the measurement was within the yielding results. This indicated no problems with the electrical signal lines critical to the glucose reading process. The passing of functionality testing is an indication that there were no issues with sensor functionality, therefore this issue is not confirmed. Section d4 (serial no) was updated from unk to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 52.00 mg/dl compared to readings of 186.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.